Event description:
During evaluation of a returned spectrum infusion pump, a system error 345 (thermistor disparity) was found. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A service history review revealed no issues that could have caused or contributed to the reported issue. A review of the event history log revealed system error 345 messages. The cause was identified to be an out of specification downstream thermistor. The downstream sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.